Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported keypad is not functioning. The customer suspected the power switch overlay.

Manufacturer narrative:
G5:510(k)#: k102985. B4:10aug2021. The power switch overlay could not be replaced due to end of support, and no parts were available. The customer has decided to retire the unit.